Event description:
The pt underwent primary stenting of the circumflex with a drug eluting stent followed by balloon angioplasty of the proximal aspect of the left descending and deployment of a drug eluting stent in the midportion of the left anterior descending. It was then attempted to deploy another drug eluting stent to the left anterior descending. However, it could not be advanced and was therefore taken out. The stent was noted not to be in the balloon. The major parts of pt's body were examined by fluoroscopy but the stent was not located.